Event description:
Pt was embolized to treat a recurrent left parietal meningioma/hemangiopericytoma. The pt expired due to hemorrhaging after undergoing the embolization procedure. The tumor was fed by two large branches of the left middle meningeal artery. Three vials of embosphere microspheres were used (100-300 microns), then two vials of product (300-500 microns) were injected slowly into the feeding artery. After that division was embolized, the final microcatheter injection showed contrast pooling at the periphery of the tumor, probably extravasation. The pt complained of a severe headache, became bradycardic and hypertensive, then unresponsive. A left carotid angiogram showed significantly increased mass effect in the left hemisphere. Pt's heparin anticoagulation was reversed with protamine. Pt's left pupil dilated and they lost brainstem reflexes. A craniectomy was performed but pt died later that night.